Event description:
It was reported that during pre-surgery, it was observed that the attachment device was overheating. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for temperature assessment. Therefore, the reported condition was confirmed. This was because the bearings were corroded. The device showed signs of damage that is indicative of damage caused by the sterilization process/immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and /or possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.